Event description:
The customer reported the fiber was noticed to have commenced forward firing at 29,672 joules during a prostate procedure. The procedure had been initiated with another fiber (reference had been initiated 2937094-2012-00196) and was completed with a third fiber. There was no pt injury. No end user injury was reported. The pt outcome was reported as "okay".

Manufacturer narrative:
(B)(4). Refers to forward-firing of the side-firing surgical fiber.